Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return, however the patient specimen was returned. Evaluation of the returned specimen repeated nonreactive results using the architect method (0.51, 0.54, 0.53 s/co). Architect testing used retained lot 73114li00, that contains the same bulk material as complaint lot 76115li00. Specimen was negative using mikrogen recomline treponema igg/igm and an inconclusive result was obtained with tppa (t. Pallidum particle agglutination assay) method. An internal panel was tested with retained kits of the likely cause reagent lot 76115li00 and two other lots, 73118li00 and 73114li00, that contain the same bulk material as complaint lot 76115li00. Accuracy testing met all specifications and no unusual reagent performance was found. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-28/38 that has a similar product distributed in the us, list number 8d06-31/41.

Event description:
The customer observed (B)(6) results while using the architect syphilis tp reagents. The customer stated that a neonatal specimen and the specimen from the mother of the neonate were (B)(6) using the architect method and (B)(6) using trust and tppa method. No specific data or values generated by the customer were provided. Initial evaluation of the returned specimens repeated (B)(6) results using the architect method (B)(6) and specimens were (B)(6) using microgen recomline treponema igm/igg method. No impact to patient management was reported.